Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed the bicarbonate buffer test per (B)(4). Both sensors passed with accurate readings. However, the cannulas of both sensors had the tip peeled back outside of the sensor canal. It could not be confirmed if the customer received the sensors in said condition due to the customer returning an opened/used product.

Event description:
The customer reported via phone call that the sensor would not calibrate and that the pump told him to change sensor. The patient's blood glucose at the time of incident was 91 mg/dl. Troubleshooting was initiated for the bad sensor alert. The alert occurred while the customer was in bed. The insertion site was in his stomach and he used the serter for insertion. The bad sensor alert occurred after a second consecutive calibration error. The customer was advised to remove and change out the sensor. The sensor was returned for analysis and a replacement sensor was shipped to the customer.